Event description:
It was reported the dcb00 model intraocular lens (iol) was folded and inserted into the capsular bag. A rupture in the posterior capsule was noted and the iol was removed using mst forceps and scissors. An ar40e 22.5 diopter iol was inserted into the ocular sinister (left eye) capsular sulcus. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.